Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, the anvil could not be attached. The anvil was placed on the oral side and the device was inserted by the transanal route. The rectum had been cut with an echelon device before anastomosis. The anus side was cut again with an echelon device and another device was used to complete the case. There were no adverse consequences to the patient. When a lister forceps was inserted into the trocar of the anvil after the device was removed from the patient, it got stuck. After the locking spring was moved several times, the anvil eventually could be firmly attached to the device.